Event description:
It was reported to boston scientific that an orcapod 4 was received on an unknown date. Upon opening the new box there was evidence of the inner packaging being heat-affected. The sterility of the device was compromised due to packaging damage. There was no patient involvement, and this device was not used in a procedure. Note: a photo of the device packaging was provided by the customer and showed the packaging damaged and the label damaged. Initial review of a photo of the complaint device received does not appear to show a sterile barrier breach, however product is in transit to the investigation site and full analysis will be completed to determine if the barrier is indeed breached.

Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date was chosen as a best estimate based on the date that the manufacturer became aware of the event. Block h6: imdrf device code a020513- captures the reportable event of packaging seal compromised.

Event description:
It was reported to boston scientific that an orcapod 4 was received on an unknown date. Upon opening the new box there was evidence of the inner packaging being heat-affected. The sterility of the device was compromised due to packaging damage. There was no patient involvement, and this device was not used in a procedure. Note: a photo of the device packaging was provided by the customer and showed the packaging damaged and the label damaged. Initial review of a photo of the complaint device received does not appear to show a sterile barrier breach, however product is in transit to the investigation site and full analysis will be completed to determine if the barrier is indeed breached.

Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date was chosen as a best estimate based on the date that the manufacturer became aware of the event. Block h6: imdrf device code: a020513 captures the reportable event of packaging seal compromised. Block h10: investigation results: the returned orcapod sets were analyzed. Visual evaluation found that there were plastic deformations on the packaging and faded labels on the device pouch. However, the reported complaint of seal compromise was not confirmed. No other problems were noted. The reported complaint of seal compromise could not confirm. However, regarding damaged packaging and label damaged the reported complaint was confirmed. It is possible that the packaging and individual labels on the device pouches were damaged during transport or heat affected the trays causing the deformation of plastic and the labeling. Based on all available information and analysis of the returned device, the most probable cause is cause traced to transport storage.